Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released, heavy resistance was met and the guide catheter stretched and broke. Reportedly the stent was able to be released with some effort. The procedure was completed with the same flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Only the delivery system was returned for evaluation. Visual evaluation of the device revealed that the suture broken/separated at the distal end of push catheter. The suture hole of push catheter was found torn, and the working length of push catheter was found bent close to proximal end. The distal end of guide catheter had a minor suture impression (kink) indicating that the suture may have embedded inside the guide catheter during use. The guide catheter assembly was found stretched and broken close to proximal end. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however, reported to be (B)(6). Patient gender, and weight are unknown. Reported event of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stenting procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, heavy resistance was met and the guide catheter stretched and broke. Reportedly, the stent was able to be released with some effort. The procedure was completed with the same flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.